Manufacturer narrative:
The field event of the transmitter being burned was verified. The visual inspection revealed no external physical damage to the merlin@home transmitter or the ac power adapter; inspection of the opened transmitter revealed that there was no damage to the main printed circuit board (pcb) or to its inner housing. Upon opening the ac power adapter, inspection revealed that there were burnt components and damage on both sides of the main pcb and on its inner casing. The original ac power adapter was replaced to test the transmitter with the ac power adapter tl# 60018111. The unit was then plugged into a working ac electrical wall outlet and the power on function was performed successfully. Testing revealed that the burnt components on the ac power adapter¿s main pcb caused the merlin@home transmitter to not power on. The ac power adapter is equipped with safety components to prevent over current events except for external natural events (such as lighting strikes and high-power line transients). Such events cause the power supply to stop functioning, making the unit non-operational. The failure was contained within the housing and posed no risk of exposure to the user or patient.

Event description:
This report is to advise of an event observed during analysis.